Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on syringe needle being single use product. System check was being performed by tandem technical support, however, the customer declined to complete the check. No additional information was provided.